Manufacturer narrative:
A supplemental MDR is being submitted, due to medical records received. B4, g3, g6, and h2 have been updated. B1, b5, b7, h6: health effect clinical, device problem, investigation findings, investigation conclusions and h11 have been corrected. The investigation for this report is ongoing.

Event description:
As reported by the field clinical specialist, approximately 4 years and 1 month following a transcatheter aortic valve replacement procedure, the 23mm sapien 3 valve was disabled via valve-in-valve procedure and replaced with a 29mm sapien 3 ultra resilia valve. Per medical record review, the patient was admitted for decompensated heart failure related to severe aortic stenosis of the bioprosthetic valve. Pre tavr echo showed aortic dimensionless index of 0.23 with a peak velocity of 3.7 meters per second, and a mean gradient of 27 mmhg. The patient had a successful valve in-valve procedure.

Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Although an exact cause for the paravalvular leak could be determined, as insufficient information was provided, it may be related to the mechanisms mentioned above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by the field clinical specialist, approximately 4 years and 1 month following a transcatheter aortic valve replacement procedure, the 23mm sapien 3 valve was disabled via valve-in-valve procedure, due to paravalvular leakage, and replaced with a 29mm sapien 3 ultra resilia valve.

Manufacturer narrative:
Updated b.4, g.3, g.6, and h.2. Corrected h.6 type of investigation, investigation findings, and investigation conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Transcatheter valve stenosis and regurgitation have been previously investigated by edwards and documented in a clinical technical summary written by edwards lifesciences. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The valve stenosis was confirmed based on provided medical records. Available information suggests patient factors (chronic kidney disease, diabetes) likely contributed to the event as stage 3b chronic kidney disease and type 2 diabetes were reported in the medical record. Atherosclerosis is the buildup of calcification, plaque, or fatty material on the valve over time. These deposits often come with age and make the valve tissue stiff, narrow, and unyielding which can contribute to increased gradients or stenosis. Factors such as but not limited to renal failure, patients undergoing hemodialysis / renal replacement therapy, hypercholesterolemia, hyperlipidemia, and/or diabetes mellitus can further contribute to atherosclerosis. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.